Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach a balloon aortic valvuloplasty (bav) was performed. During insertion significant resistance was felt advancing the delivery system and valve through the mid part of the 14f esheath. The sapien 3 ultra valve was unable advance to the native valve. At this point a bent distal strut was observed on the sapien 3 ultra valve. The valve was unable to be withdrawn from the patient and therefore was implanted in the descending aorta. Another 23 mm sapien 3 ultra valve was prepped and successfully implanted. The patient was in stable condition post procedure.

Manufacturer narrative:
The product was not returned for evaluation. Imagery provided by the site showed one outward bent strut on the inflow side of the valve and tortuosity on the patient¿s left vessel. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the sapien 3 ultra valve is visually inspected and tested several times. During manufacturing the valve frame was 100% inspected. During the final inspection, the valve underwent 100% inspection by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for frame damaged during use was confirmed from the imagery provided. Since the device was not returned for evaluation, presence of a manufacturing non-conformance was unable to be determined. However, a review of DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿sheath was inserted at 45 degree. High push force with crimped valve through midpart of 14f e-sheath was done.¿ per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ the presence of tortuosity in access vessel can create a challenging pathway as it creates sub-optimal non-coaxial angles for delivery system advancement through the sheath requiring a high push force. In this case, patient¿s access vessel was tortuous, and a steep insertion angle of 45 degree was used during procedure. As such, advancement of delivery system and valve may require high push force or excessive device manipulation, which led to the observed frame damage on the inflow side. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity) and/or procedural factors (steep insertion angle/excessive device manipulation) may have contributed to the complaint event. The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling/IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this month review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.